Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on 2 of 2 attempts. The instrument was fully functional. Additional observation(s) not reported by the site were also identified. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.014" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-lage clip applier was not holding the clip. The clip continued to fall out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The incident occurred while the instrument was in the patient but before the clip application. The clip was dislodged and fell into the patient. The clip was retrieved same procedure. The clip applier was used twice. The second time it was used was to make sure the instrument was broken. The issue was resolved by getting a new clip applier instrument.